Event description:
Customer alleged discrepant blood glucose results of 525 mg/dl and 238 mg/dl when testing was performed back-to-back within 2 minutes on the advantage system. Customer reported having no symptoms and did not report treatment or action based on results. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.